Event description:
It was reported that this right ventricular (rv) lead was explanted due to undersensing. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.